Event description:
Four (4) screwdriver tips in operating room broke during surgery. No harm to patient, no retained foreign body. Pentalobe s15 sdr777, lot#0073321; biomet polaris 5.5 sdr869, lot# 012973; pentalobe s15 sdr777, lot# 0073321; biomet polaris 5.5 sdr869, lot# 0073114. FDA safety report ID# (B)(4).